Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: d354vrg ICD implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead and device had t-wave oversensing (twos) with an episode of non-sustained tachycardia. The device detection was reprogrammed and remains in use. No patient complications have been reported as a result of this event.